Event description:
It was reported that there wast-wave oversensing, and the patient received inappropriate therapy. A new pace/sense lead was implanted. No further patient complications have been reported as a result of this event